Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff indicated the patient having an allergic type reaction. The patient experienced reddening, blistering, swelling, and burning in the mouth immediately after incorporation of a new denture made from paladon 65. The patient had a previous denture made from paladon 65 with no issues. The dental office has stated that they did follow the IFU and soaked the prosthesis in water for a sufficient amount of time prior to delivering to the patient. The patient has stopped using the new denture and all symptoms have subsided. It is unknown at this time if the patient will seek allergy testing. If new information becomes available, we will file a follow up report reflecting this. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Manufacturer comment: an allergy test was not established until the date of this report. An allergy to methylmethacrylate could be a possible issue. The use of the material is contraindicated in cases of allergies to methylmethacrylate. An anamnesis was not performed.

Event description:
Patient experienced reddening, blistering, swelling and burning of the gingiva after incorporation of a new upper and lower denture made from paladon 65 material. Symptoms subsided after stopping use of new denture and using the old denture once again. No allergy testing has been completed at this time to determine if the paladon 65 material caused the symptoms or not. Patient's previous denture was made of the same material, with no issues.